Manufacturer narrative:
The insulin pump powered up properly after battery installation and the display and buttons functioned properly. No moisture damage was noted to the keypad assembly, battery tube, or vibrator assembly. However, moisture damage was found on the electronic assembly and the motor during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the customer jumped in the pool last night and the pump was not working this morning. Customer's blood glucose was 12 mmol/l. Customer stated that the buttons were not responding now and the screen was not displaying properly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.